Event description:
It was reported that during a hybrid robotic procedure needed to be converted to open. The device was fired on thick tissue according to surgeon then jammed and the jaws would not open. Whilst trying to open the jaws the surgeon broke the firing trigger. Surgeon had to convert to open procedure to remove the device from the patient. Patients procedure was converted from robotic to open in order to remove the device.the surgery was delayed an unknown number of minutes.

Manufacturer narrative:
(B)(4). Date sent 1/23/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What anatomical structure was the device fired on? Was there any unusual noise heard during firing? What trouble shooting steps were taken to open the device prior to conversion? What color reload was being used with the device? When attempting to pull the firing trigger open, did the user simultaneously press the release button on the back of the instrument? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2025 additional information was requested, and the following was obtained: what was the procedure? Robotic nephrectomy. What anatomical structure was the device fired on? Kidney and surrounding anatomy was there any unusual noise heard during firing? Na. What trouble shooting steps were taken to open the device prior to conversion? Yes what color reload was being used with the device? Na. When attempting to pull the firing trigger open, did the user simultaneously press the release button on the back of the instrument? Yes.